Event description:
It was reported that the patient had two contact fractures on one of its leads. It was also reported there was movement of leads. Additional information was received that patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by facility.

Event description:
It was reported that the patient had two contact fractures on one of its leads. It was also reported there was movement of leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 18189971.